Event description:
Information was received from a patient via a manufacturer representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were unknown. It was reported that the patient reported the devices were explanted roughly nine years ago. It was unknown if the issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's weight was asked but unknown. The patient's medical history was asked but would not be made available. The patient status at the time of the report was alive with no injury. 2024-may-13 lfc (hcp): the document contained no new information regarding this event. 2024-may-14 e1 (rep): the document contained no new information regarding this event.

Manufacturer narrative:
Continuation of d10: product ID 8709sc, serial# (B)(6) implanted: (B)(6) 2010. Product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6) , ubd: 29-mar-2012, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.